Event description:
It was reported that the on/off switch of the ventilator was not functioning normally. There was no pt involvement. (B)(4).

Manufacturer narrative:
The defective part has been requested back for investigation. A supplemental medwatch will be sent when the investigation is completed. (B)(4).